Manufacturer narrative:
Summarized patient outcomes/complications of navitor device were reported in a research article in a subject population with multiple co-morbidities including prior hospitalization due to aortic stenosis, hypertension, diabetes mellitus, dyslipidemia, atrial fibrillation, atrial flutter, prior pacemaker. Complications reported included surgical intervention (pacemaker, valve-in-valve), hospitalization, stroke, cardiac tamponade, bleeding, renal failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.literature attachment: transcatheter aortic valve implantation without immediate cardiac surgery backup. A single-center retrospective analysisb3: event date was estimatedd4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter aortic valve implantation without immediate cardiac surgery backup. A single-center retrospective analysis", was reviewed. The article presented a retrospective, single-center study on transcatheter aortic valve implantation (tavi) performed in a center without on-site cardiac surgery (cs) backup. Devices included medtronic evolut, abbott navitor, boston scientific acurate, and meril myval. The article concluded that tavi was safely and effectively performed without on-site cs, including emergency and complex cases. The non-ecs rate and outcomes comparable to national benchmarks support the feasibility of tavi in selected non-cs centers. In this context, expanding tavi access may reduce waiting times and improve the management of severe aortic stenosis while maintaining high procedural quality. [The primary and corresponding author was antónio rocha de almeida, departamento de cardiologia, hospital espírito santo de évora, unidade local de saúde alentejo central, évora, portugal, with corresponding email: antonio.rochadealmeida@gmail.com] the time frame of the study was from 2020 to 2024. A total of 300 patients were included in the study, of which 20 (7%) received an abbott device. The average age was 82 years old, and the majority gender was female. Comorbidities included prior hospitalization due to aortic stenosis, hypertension, diabetes mellitus, dyslipidemia, atrial fibrillation, atrial flutter, prior pacemaker.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter aortic valve implantation without immediate cardiac surgery backup. A single-center retrospective analysis.

Event description:
The article, "transcatheter aortic valve implantation without immediate cardiac surgery backup. A single-center retrospective analysis", was reviewed. The article presented a retrospective, single-center study on transcatheter aortic valve implantation (tavi) performed in a center without on-site cardiac surgery (cs) backup. Devices included medtronic evolut, abbott navitor, boston scientific acurate, and meril myval. The article concluded that tavi was safely and effectively performed without on-site cs, including emergency and complex cases. The non-ecs rate and outcomes comparable to national benchmarks support the feasibility of tavi in selected non-cs centers. In this context, expanding tavi access may reduce waiting times and improve the management of severe aortic stenosis while maintaining high procedural quality. [The primary and corresponding author was antónio rocha de almeida, departamento de cardiologia, hospital espírito santo de évora, unidade local de saúde alentejo central, évora, portugal, with corresponding email: antonio.rochadealmeida@gmail.com]. The time frame of the study was from 2020 to 2024. A total of 300 patients were included in the study, of which 20 (7%) received an abbott device. The average age was 82 years old, and the majority gender was female. Comorbidities included prior hospitalization due to aortic stenosis, hypertension, diabetes mellitus, dyslipidemia, atrial fibrillation, atrial flutter, prior pacemaker.